Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the emergency o2 flush was stuck on resulting in an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the alarm observed by the customer did not result in continuous delivery of o2. A failure of the o2 flush micro-switch may alert the user when no failure is present, but will not affect gas flows. Gas flow was not affected. The initial MDR was not reportable. H3 other text : additional information was received that the alarm observed by the customer did not result in continuous delivery of o2. A failure of the o2 flush micro-switch may alert the user when no failure is present, but will not affect gas flows. Gas flow was not affected. The initial MDR was not reportable.